Event description:
The customer reported that the insulin pump had prime/ fill anomaly. Customer's blood glucose was 160 mg/dl. Customer stated when reinstalling the reservoir, insulin does not come out at all during manual prime. Assisted the customer through the rewind process but the insulin did not exit. Customer stated he wasted 3 sets and reservoir advised that we would be replaced. No further information provided.

Manufacturer narrative:
Compromised force sensor system alarm during prime/ compromised force sensor system test at 4 lbs due to moisture damage fsr. (Gold). Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched liquid crystal display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).